Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 15mg/ml at 0.092mg/day via an implantable pump. The indication for use was non-malignant pain. The patient reported feeling bad at pump refill appointment. The pump was showing 8474 code- reset occurred-low battery. There were no environmental, external or patient factors that may have led or contributed to the issue. The pump was being replaced today(B)(6) 2016. The issue was not resolved at the time of the report. The patient status at the time of the report was alive, no injury. The patient recovered without sequela.

Manufacturer narrative:
Analysis of the pump, model # 8637-20 , serial # (B)(4), found high battery resistance. As received, the pump reservoir contained 11 ml of fluid and was programmed to minimum rate mode. Pump logs indicated the reset-low battery had occurred in the field. The pump continued to reset during the motor function/decontamination process. The hybrid stopped current drain with in specifications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's pump was interrogated on (B)(6) 2016 and a pump rest due to low battery occurred and went into safe state on (B)(6) 2016. The patient's pump was increased on (B)(6) 2016 and the device was replaced on (B)(6) 2016. During the pump replacement surgery the proximal catheter was revised. The issue was resolved without sequelae on (B)(6) 2016.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study indicated the cause of the catheter was spliced during pump replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4). Additional information received on 2017-jan-12 from a healthcare professional via a manufacturer representative reported on (B)(6) 2016 low battery reset occurred at 20:50 and 20:51. Pump went into safe state on (B)(6) 2016 at 20:50. Per logs, patient was receiving dilaudid (hydromorphone) 10mg/ml for a total dose of 0.061mg/day.

Manufacturer narrative:
Additional information was added to event description. Device code (B)(4) was added to the pump.

Event description:
Additional information received from a healthcare professional via a company representative reported patient experienced repeated motor stall then finally no recovery to the pump. Pump went into safe state or "motor state." It was noted early failure also occurred. Motor stalls not seen in logs received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.